Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead damage was suspected. Programming changes were made. No further information was available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that lead was explanted. No further information is available.

Event description:
New information received notes that the patient received inappropriate shocks again. Lead replacement was anticipated. No further information is available.